Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five months post implant, the patient experienced discomfort and it was suspected that the implantable pulse generator (ipg) exhibited a pacing induced heart failure. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.